Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 555 mg/dl which she treated with a bolus. The customer also experienced low blood glucose of 46 mg/dl at work, she treated by eating dinner and it came up to 196 mg/dl. No issues with air bubbles or leaks were found. The customer was unable to check the cannula. The customer also reported that the insulin pump had a low battery, she inserted a used battery and the insulin pump turned off. The customer stated she was able to make the display return. The customer declined to complete troubleshooting. The insulin pump passed the self test. Current blood glucose was 209 mg/dl. The device will not be returned for analysis.